Event description:
It was reported by the patient that "her device is going too fast" and that she has had "dizziness and passed out". The patient states her physician wants to treat her with medication and will not "adjust the device". The patient stressed that the device is "not working right". The device remains in use. No further complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.